Event description:
The product was used for a exploratory laparotomy. Reportedly, the suture broke. New suture was used. No patient injury was reported.

Manufacturer narrative:
12/30/1997-supplement #1 sent to FDA. Device not available for eval.